Manufacturer narrative:
The product was returned for investigation. There was a pinhole in the guidewire port, and a leak was confirmed. It is considered that the reported event was caused by local contact with a concomitant devices, but the detailed cause could not be identified. No abnormalities were found in the production records. The instructions for use (IFU) provide general instructions for use, warnings, and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.

Event description:
It was reported that balloon rupture occurred. The balloon used for the isr of 95% stenosis in #7 ruptured at 20atm the second inflation after the first inflation at 20 atm. Then it was replaced with a new product and the operation was continued. No complications were reported.